Event description:
The surgeon used the device, didn't realize any abnormalities during sealing, and the surgeon decided sealing was completed. Nine days after the surgery the pt had post operative bleeding, the nature of which is not known. The pt subsequently expired. The doctor commented that it might be the same result with manual suturing instead of using the suspect device. The device has been discarded.